Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2016-01736. (B)(4). Approximate age of device - 1 year. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stoppages occurred, and that the patient had a prior percutaneous lead (driveline) replacement that subsequently precluded a second replacement based on the location of the initial intervention. The patient was asymptomatic. Incidentally, the patient had been diagnosed with breast cancer 4 months after being implanted with the lvad, and also has lung disease. The patient was not an operative candidate due to these comorbidities. It was reported that an ungrounded power module patient cable would be utilized for the duration of lvad support.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported pump stoppage events. The submitted log file captured low speed/pump stoppage events on (B)(6) 2017. These events were associated with low speed advisory, low speed hazard, scattered low flow hazard and driveline disconnected alarms as well as moderate elevations in pump power up to 8.9 watts. All interruptions in pump function occurred while the system was connected to the power module and appear consistent with a potential driveline wire compromise. Review of the log file dated (B)(6) 2017 confirmed a subsequent pump stoppage event when the patient was connected to a grounded patient cable while in clinic. There were no report of any additional pump stoppages occurring while the patient was connected to battery power or the ungrounded patient cable. The patient remains ongoing on lvad support with no additional events reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that an additional pump stoppage event occurred in clinic when the patient was connected to the power module using a grounded patient cable. It was reported that the patient adamantly refused a pump exchange. It was reported that the patient continues to utilize an ungrounded patient cable while at home. No additional pump stoppage events have been reported while the patient was at home and the patient remains ongoing on lvad support.